Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's son picked them up from behind the other day, and since then, they've felt shocks going all down their leg. On (B)(6) 2017, they tried to sync with their ins, but kept getting the poor communication screen with and without the antenna on the patient programmer (pp). The patient added that they take great care of their pp. As a result of the shocking, the patient went to the emergency room (ER) on (B)(6) 2017 where the healthcare provider (hcp) there tried to turn off the ins with a big magnet. It was reviewed that the ins does not have a magnetic reed switch to toggle the ins on/off. The patient then said it made sense as they were still "getting vibrations" down their leg and thigh. They further added that after the patient's son picked them up, the ins site at their hip was "hurting so bad" and it stuck out like it turned inside them. As a result, the patient had to rub and mash the ins by leaning up against the porch railing to flatten it back down. During the call, the patient was asked to sync with the ins, but the poor communication screen was encountered again. As a result of the ins position/orientation in the pocket, the patient was redirected to an hcp to assess the system. The patient doesn't have a managing hcp so a listing was sent to them. No further patient complications have been reported as a result of this event.